Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that following a carotid artery stenting procedure, the pt expired. The index procedure treated the 95% stenosed, 7x10mm lesion of the distal right bifurcation of the common carotid artery. Treatment consisted of placement of a filterwire ez, followed by deployment of a nexstent and post dilation, resulting in 40% residual stenosis due to heavy calcification of the artery. The procedure was complicated by asystole and bradycardia during postdilation. The pt was discharged three days post procedure. The pt experienced a cardiac arrest and expired 185 days post procedure. Per the pt's daughter, the pt "was taken to the cath lab, but unable to perform cath." Additional information has been requested, but has not been received. The investigator assessed this event as unrelated to the study device.